Manufacturer narrative:
Returned pump analysis found high resistance in the pump battery. (B)(4).

Event description:
Information was received from a healthcare professional and a manufacturer representative regarding a patient receiving gablofen (ba clofen) 2000mcg/ml for a total dose of 410mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported alarm heard/confirmed by telemetry and a critical alarm was occurring. The critical alarm occurring was low battery reset and safe state. The oldest event displayed in the logs was reset occurred-low battery on (B)(6) 2017. The patient was refilled on monday ((B)(6) 2017) and there was no issues at that time. It was reviewed to consider the following actions: recommended pump replacement if healthcare professional (hcp) was looking for continued therapy with patient. Patient called hcp stating withdrawal symptoms/ were going through withdrawal. Hcp would not provide specifics. Pump replacement was discussed and hcp was going to take it from there. Hcp did not need any assistance on management of patient's symptoms. It was noted pump was in safe state. It was later reported on (B)(6) 2017 that manufacturer representative (rep) called stating the affected pump was replaced today ((B)(6) 2017) and rep was sending it back to manufacturer for analysis. Pertinent information per rep's inquiries was reviewed and supplied call with event information documentation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-mar-03 reported the pump was replaced and returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.